Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is filed on august 04, 2016. Registration number 3009092818 and exemption number e2016011. This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at abutment site, however the issue did not resolve. Subsequently patient was placed under general anesthesia and underwent revision surgery to remove the excess skin on (B)(6) 2016 and treated with oral antibiotics for 10 days.